Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to get a stable position with the low voltage pacing lead. It was noted that the lead was curved between tip and ring. It was further reported that a number of rotations were required in order to screw out the helix. The lead was explanted, not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that a component of the lead became extrinsically distorted due to pulling / stretching / overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The helix driveshaft and sleeve head are bent at the distal end of the lead. The helix will not extend due to the kink/buckled in the proximal conductors and the bent helix driveshaft. If information is provided in the future, a supplemental report will be issued.